Event description:
Surgeon loaded and implanted alcon ma60ac 18.0 d intraocular lens into the patient's right ee. He noted that one of the haptics was broken. After several attempts he was unable to properly position the lens and it had to be explanted and a new lens placed.